Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75% stenosed, eccentric, de novo target lesion was located in the non tortuous and moderately calcified mid left anterior descending artery. A 3.50x12mm promus element¿ plus stent was implanted to treat the lesion. During post dilatation, after the stent was implanted, the proximal part of the stent was crushed with more metal "squiched" in the middle part. The physician implanted another stent inside the stent. The procedure was completed with this device. No patient complications were reported and patient's status was stable.